Event description:
A patient reported blood glucose results of 57 mg/dl and 136 mg/dl with lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, exceeds the expected value of <= 20% and/or <= mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.